Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 239 mg/dl. Treated with bolus. Customer feeling ill. The blood glucose reading at the time of the event was 500 mg/dl. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. Hospitalized for three to four days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.